Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on anterior side assessed as fold flaw openings. Additional observations: creases were observed, wear abrasion observed, brown particles observed, inner the surface of the shell. Stress marks observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side 'couple of broken devices'. Device has been explanted.

Event description:
Healthcare professional reported right side 'couple of broken devices'. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.